Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x12mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was noticed that the stent distal edge was flared. The procedure was completed with another of the same device. No patient complications were reported.